Manufacturer narrative:
A review of the device history records and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. The catheter was examined and breakage was confirmed at the lower portion of the luer which would result in leakage. A definite root cause for the breakage issue cannot be established with confidence. Possible causes could be related to the handling of the product during assembly, packaging, unit storage, or in the user environment. Catheters undergo 100% inspection at various times during manufacturing. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use.

Event description:
When care was provided to the baby, the dressing of the PICC line in the right arm and the bedding under the baby¿s shoulder (was) found to be wet with a clear liquid. When the connection of the PICC line and the tubing was checked, the line began to leak blood.